Event description:
It was reported that the clinician hung a new 50ml bag of zosyn on an already primed primary line. The clinician reportedly scanned the bag and associated it with the pump, starting the infusion at 2132. The pump and electronic medical record (emr) flowsheet reportedly both showed the zosyn running at 12.5 ml/hr as ordered. At 2234, the clinician found that the entire 50 ml bag of zosyn was empty, and the tubing had run dry. Despite this, the pump reportedly still showed the zosyn running at 12.5 ml/hr. With 37.3 ml volume still to be infused. There was no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, correction: initial reporter addr 1, initial reporter zip additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the clinician hung a new 50ml bag of zosyn on an already primed primary line. The clinician reportedly scanned the bag and associated it with the pump, starting the infusion at 2132. The pump and electronic medical record (emr) flowsheet reportedly both showed the zosyn running at 12.5 ml/hr as ordered. At 2234, the clinician found that the entire 50 ml bag of zosyn was empty, and the tubing had run dry. Despite this, the pump reportedly still showed the zosyn running at 12.5 ml/hr. With 37.3 ml volume still to be infused. There was no patient harm.